Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth event was unconfirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. However, due to a lack of medical information available the reported event causation was not confirmed. The final patient status was reported stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event or problem. D11: concomitant product. H6: device remove 2978. H6: method remove 3233. H6: conclusion remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and three (3) limb stent grafts to treat a bilateral iliac aneurysm. This initial procedure is outside the indications of use due to the absence of an abdominal aortic aneurysm. Approximately 3.5 years post initial procedure, aneurysm growth on aorta infra-renal occurred. A re-intervention was completed on (B)(6) 2019 . The physician elected to implant a proximal extension to resolve this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and three (3) limb stent grafts to treat a bilateral aneurism iliac. This initial procedure is outside the indications of use due to the absent of a abdominal aortic aneurysm. Approximately 3.5 years post initial procedure, aneurism grew on aorta infra-renal occurred. A re- intervention was completed on (B)(6) 2019. The physician elected to implant a proximal extension to resolve this event.